Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the device and found a broken door assembly. The reported condition of the broken door handle was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility representative reported a broken door handle. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available. During service, the reported condition was confirmed.